Event description:
Device malfunction: difficult to deploy, vessel locator wings would not stay open. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of an unspecified vessel after a diagnostic coronary angiogram. Reportedly, due to resistance depressing the vessel locator button force was applied to deploy the vessel locator wings. The thumb advancer stroke was started but when advanced 2cm the vessel locator button popped back out. The vessel locator button was successfully depressed again and the clip deployment was finished. When the device was removed, it was noticed that hemostasis was not achieved; therefore, manual compression was applied. There were no reported adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
The device was received. Investigation is not complete yet. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.